Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: the reported event of a pump malposition could not be confirmed. A specific cause for the reported malpositioning could not be conclusively determined through this analysis. Furthermore, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of ventricular tachycardia (vt) and paroxysmal atrial fibrillation (paf) could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. The heartmate IFU section 1, entitled ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 6, entitled ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The heartmate IFU section 5, entitled "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had history of recurrent ventricular tachycardia post implant and more recently unprovoked with implantable cardioverter defibrillator (ICD) shocks. The patient was on amiodarone and off mexiletine. They also had retroperitoneal hematoma requiring embolization of the right epigastric artery with 5 coils, mitral regurgitation, tricuspid regurgitation, peripheral artery disease, obstructive sleep apnea on continuous positive airway pressure, paroxysmal atrial fibrillation, stage iii chronic kidney disease with baseline creatinine of 1.2-1.4, and type 2 diabetes. The patient complained over the past few months of feeling "thumping" especially when laying down flat over the left rib cage. X-ray and computed tomography (CT) imaging were notable for the left ventricular assist device (lvad) sitting right next to the ribs, and the thumping sensation was attributed to the position of the lvad, but log files were sent to make sure nothing else was occurring. The event log file displayed multiple low flow flags with high pulsatility index readings. Ventricular tachycardia and a thumping/vibrating sensation in the chest has previously been reported for this patient under MFR #: 2916596-2025-00797.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that pump malposition was causing the thumping sensation causing the patient a discomfort as noted on imaging. The mitral and tricuspid regurgitations before left ventricular assist device (lvad) implant. The patient also had chronic kidney disease (ckd) iii with baseline creatinine of 1.2-1.4 before lvad. It was unknown if any of the ventricular tachycardia was exacerbated by the lvad position. The patient was transferred for block with neurointerventional team.